Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received with a similar device where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that a proultra surgical tip #1 broke during use; no injury resulted.

Manufacturer narrative:
Customer returned one pusurg1 in autoclave bag. Using microscope visually checked tip. Instrument was broken as indicated in complaint. No manufacturing defects or markings were noted on instrument. Recommended power settings for a pusurg1 are a minimum of 1 and a maximum of 7. Complaint indicates the customer used power setting 2. Several factors may contribute to breakage of tips, such as number of uses, intensity, and pressure. All of these may affect the longevity of the tip. It is recommended that the tip be at treatment site before engaging power. Root cause of breakage can not be determined.